Event description:
It was reported the atrial lead had low impedance, high thresholds, and low sensing value. No changes have been made and the atrial lead remains in use. It was also reported that the atrial lead was oversensing and undersensing with a threshold that could not be confirmed due to the sensing issues. The atrial lead was inactivated. No patient complications have been reported as a result of this event.

Event description:
It was reported the atrial lead had low impedance, high thresholds, and low sensing value. No changes have been made and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Three patient alerts for out of tolerance subthreshold lead impedance between (B)(4) 2010. Weekly pace impedance trend data shows low impedance for max and min atrial pace bi impedance = 133 to 76 ohms minimum between (B)(4) 2010 and (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Three patient alerts for out of tolerance subthreshold lead impedance between (B)(4) 2010 and (B)(4) 2010. Weekly pace impedance trend data shows low impedance for max and min atrial pace bi impedance = 133 to 76 ohms minimum between (B)(4) 2010 and (B)(4) 2012.